Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. In addition, high pacing thresholds were noted. Technical services (ts) reviewed the data and found two signal artifact monitor (sam) episodes due to noise oversensing, the behavior is consistent with lead fracture but has not been conclusive. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. In addition, high pacing thresholds were noted. Technical services (ts) reviewed the data and found two signal artifact monitor (sam) episodes due to noise oversensing, the behavior is consistent with lead fracture but has not been conclusive. No adverse patient effects were reported. This ra lead remains in service additional information indicated that based in the impedance measurements the lead fracture was highly suspected. In addition, this ra lead was turned off. No adverse patient effects were reported. This ra lead remains in service. Additional information indicates that this ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. This ra lead has not been returned.

Manufacturer narrative:
This report is being filed to update section b5, and h6 codes. This report is being filed to update section b1, b2, b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report is being filed to update section b1, b2, b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. In addition, high pacing thresholds were noted. Technical services (ts) reviewed the data and found two signal artifact monitor (sam) episodes due to noise oversensing, the behavior is consistent with lead fracture but has not been conclusive. No adverse patient effects were reported. This ra lead remains in service. Additional information indicated that based in the impedance measurements the lead fracture was highly suspected. In addition, this ra lead was turned off. No adverse patient effects were reported. This ra lead remains in service.